Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A meaningful review of quality documents could not be conducted due to the lot and product code being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient developed a retroperitoneal hematoma. Follow up communication with the user facility confirmed the following information: the doctor performed a catheterization procedure and used an angio-seal device. The insertion was 2cm above the inguinal ligament. The patient developed a retroperitoneal hematoma after the procedure. The surgery was performed (B)(6) 2015.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation and to update section and to reflect the unavailable device. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.